Event description:
(B)(4). (B)(6) covered my essure procedure. I got essure placed about six weeks after giving birth to our third child. Before that, and ever since having started my periods when I was a teenager, my periods were every 28 days, 3-4 days long, and relatively light. Ever since having essure placed, I have noticed many different changes in my body/health. I have had to wear a pantiliner every single day since, because of the amount of vaginal discharge I experience daily. Right before having essure placed, I bounced back to my post-baby size, but after the placement of essure, I have had a noticeably bloated abdomen. Also, just below my abdomen, I am swollen on each side. I have pain after sex, that lasts anywhere from one to two days. I also have pain at randomness some days. The pain starts where my side's are swollen and sometimes permeates down my thighs. Ever since having started my first period after the essure placement, my periods have been getting closer and closer together, they last between 4-6 days, and the flow is becoming heavier each time, and I experience a lot of pain where my sides are swollen, before my period starts and during my period. Ever since essure, even though I get around 8 hours of sleep each night, and a cup of coffee each morning, I get tired and worn out very easily at times. My energy level has changed dramatically. Immediately following the placement of essure, I started losing my hair in certain spots on my head, as well as certain areas of my body. Most of the hair has grown back, except a certain spot on one side of my head. Before I had essure, I had only ever experienced a migraine once in my life. Since having essure, I have had multiple migraines. I was tested when I was younger for allergies and I do have a nickel allergy.